Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was gained via the right femoral artery. The 90% stenosed target lesion was located in the moderately tortuous left superficial femoral artery. Upon the first inflation to 4 atms, the 4.0-40, 135mm wanda balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).